Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. In addition, the reported device being damaged by another device (grasping clip contacting the slda clip) appears to be a result of user technique, as the grasping clip contacted the slda clip and resulted in the partial movement of the slda clip on the leaflet. The reported worsening mr was likely a result of the slda (procedural conditions). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other two clip delivery systems referenced are filed under separate medwatch report numbers.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat degenerative mitral regurgitation (mr) with a grade of 4+. Two clips were implanted, reducing the mr to 1-2. The next day, the mr increased. On (B)(6) 2016, a second mitraclip procedure was performed. It was found that one clip ((B)(4)) had detached from posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr increased to 4+. Two clips ((B)(4)) were implanted on both sides of slda clip for stabilization. The mr remained at 4+. The third clip delivery system (cds (B)(4)) advanced to the mitral valve, but it was not possible to grasp both leaflets together. Additionally, interaction was noted with the slda clip ((B)(4)) and the other implanted clip ((B)(4)). Due to this interaction, the slda clip and other clip had moved on the leaflet. The insertion of the anterior leaflet with the slda clip, and both leaflets of the other clip remained satisfactory. The third cds was removed, and clip not implanted. An amplatzer device was implanted between the clips in an attempt to reduce the pre-existing mr, but there was no reduction. The patient was confirmed to be stable post procedure, and no further treatment has been planned. No additional information was provided.